Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer was experienced hyperglycemia and diabetic ketoacidosis. Blood glucose value was 336 mg/dl. The customer had a device related adverse event with a diagnosis of sever hyperglycemia. The customer recovered on (B)(6) 2020. The event was anticipated. Insulin pump will be return for analysis.